Event description:
A durable medical equipment supplier (dme) reported a heated humidifier failure that allegedly resulted in thermal damage to the humidifier (a void in the device's housing) and the fusing of the humidifier housing to the continous positive airway pressure (CPAP) device it was being used with . No patient or user injury or harm or injury was reported.

Manufacturer narrative:
The heated humidifier and CPAP device associated with the reported event have not yet been received by the manufacturer for investigation and a follow-up report will be submitted when the investigation of the reported event is complete. However, the description of the failed device and the reported event (provided by the dme) is consistent with a well-characterized product failure previously identified by the manufacturer and for which the manufacturer has implemented a correction (referenced as "restart heated humidifier system, report of correction"). The manufacturer, therefore, concludes the issue identified in this report is likely that previously identified issue, and additionally that the CPAP device identified in the report was not a cause or a contributing factor in the humidifier failure (and was only indirectly affected by the humidifier when the event occurred). The CPAP device is, therefore, this report (concomitant medical products). A follow-up report will be submitted when the investigation of the reported event is complete.